Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device system complained of redness near the pocket area. The patient was hospitalized and antibiotics were administered. The symptoms improved following treatment. The physician explanted the device system due to suspicion of patient infection. Return of product is not expected.